Event description:
I received and read the email titled "urgent: field safety notice." I understand I must visit a dentist to continue treatment, however my insurance does not cover another dental visit, and obtaining a letter and pictures of my teeth from my dentist would mean more out of pocket costs for me. I have active gingivitis and must stop the byte aligners. I acknowledge that I read the field safety notice and would like a full refund as the byte aligner treatment is worsening my gingivitis. Please discontinue the treatment. I would like a full refund of my payment for this treatment as continuing the byte aligner treatment would worsen my existing gingivitis.